Event description:
It was reported that the patient experienced bleeding during the procedure. The sheath cut through distal tip of the catheter. The device was removed from the patient.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found that the damage to the catheter was consistent with the events that occurred during the procedure.